Event description:
It was reported a patient underwent an extended hysterectomy on (B)(6) 2021 and a drain was used. During surgery, when trying to use the product intra-abdominal, the connection part between the trocar needle and the drain was broken, so it could not be used. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Manufacturer narrative:
Product complaint#: (B)(4). H3: evaluation: one used sample of damaged drain was received for evaluation. On inspection of complaint sample, drain found broken. The drain part was sticked on trocar barbed area. Performing 100 % visual inspection before release of product. So this defect cannot be generated during manufacturing process. Strong bending force if applied at the edge of trocar barbed area may cause cut on the drain due to sharpness on trocar barbed area. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.